Manufacturer narrative:
H3: product analysis of part # (B)(4), lot # 0984933w - visual and macroscopic inspection confirmed the threads of the break off screw have been damaged. The thread crest and flank damage appear to have initiated at the start of the thread and is consistent around the damaged portion of the thread. This type of damage is consistent with misalignment of the mas and set screw threads during construct assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3/4/5 transfor aminal lumbar interbody fusion for lumbar spinal canal stenosis. It was reported that theset screw of the left l3 could not be removed, so the device was temporarily fixated with great effort, but it was loose at the time of the final fixation. Even if the set screw was changed, and execution procedure was changed, it could not be done at the final fixation, so the screw was replaced. Wear was observed on the thread of set screws. There was a delay of less than 60 minute in the overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.